Event description:
During the implantation procedure, the lead kept popping out of the rv. This lead was not implanted, a new medtronic lead was implanted.

Event description:
During the implantation procedure, the lead kept popping out of the rv. This lead was not implanted, a new medtronic lead was implanted.

Manufacturer narrative:
(B)(4), 2012. The analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.